Manufacturer narrative:
No product has been returned for evaluation as product was retained by the hospital facility. No xray films were provided to confirm the alleged event. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...delayed union or nonunion: the nuvasive archon anterior cervical plate system is designed to assist in providing an adequate biomechanical environment for fusion. It is not intended to be and must not be used as the sole support for the spine. If a delayed union or nonunion occurs the implant may fail due to metal fatigue. Patients should be fully informed of the risk of implant failure..."

Event description:
On (B)(6) 2018 during a post-op visit, it was determined that one of the plate screws at the c6-7 level had backed out. A revision procedure was performed on (B)(6) 2018 where the nuvasive hardware was removed and posterior cervical fusion was performed.